Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device alarm had error codes/messages. There was no patient involvement.